Event description:
It was reported that when the resident was using the toilet, the resident¿s left pinky finger got stuck between the grab bar mounted to the wall and the lift handle. As a result of the entrapment, the resident sustained a laceration which required 7 stitches. At the time of the incident the care partner was lifting the resident from the toilet using the sara 3000 lift to perform hygiene care after voiding. Following information provided, the resident was wearing a cast on their left wrist due to a healing fracture (pre-existing condition). Since injuring her wrist it is normal for this resident to vocalize pain about their left arm during each lift and transfer. The care partner raised the resident and initiated peri-care before they became aware of the resident¿s laceration injury, when they noticed the resident¿s hand was bleeding. They then returned the resident to sitting on the toilet and called for help. The resident has dementia (hit and miss with following directions lately). The resident is vocal and any movement to her arm makes her scream from pain. She was provided hydromorphone for pain management.

Manufacturer narrative:
Since injuring her wrist it is normal for this resident to vocalize pain about their left arm during each lift and transfer. The care partner raised the resident and initiated peri-care before they became aware of the resident¿s laceration injury, when they noticed the resident¿s hand was bleeding. They then returned the resident to sitting on the toilet and called for help. The arjo representative contacted the customer to get additional information regarding event circumstances. During the conversation, the customer pointed out a few factors with might led to the reported event for example: lack of knowledge and not following the internal policy by the care partner. The instruction for use for sara 3000 contains information that: sara 3000 shall always be handled by a trained caregiver, continuously attending to the resident, and in accordance with the instructions outlined in these operating and product care instructions. Warning: before attempting to use sara 3000, a full clinical assessment of the resident his/her condition, and suitability must be carried out by a qualified person. Based on the information gathered, we came to the conclusion that the event was not related to any device malfunction. The care partner most likely did not notice that the resident¿s left pinky finger got stuck between the grab bar mounted to the wall and the lift handle. The device was being used for patient transfer at the time of the event and in that way played a role in the event outcome. The device did not fail to meet its performance specification, the event was not a result of device failure. The complaint was decided to be reportable due to information that the resident sustained the serious injury during the transfer.